Manufacturer narrative:
No lot # provided. Medical device expiration date: unknown. Device manufacture date: unknown. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for (B)(6) with the incident lot was not observed. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
Can't remove the extension tubing on a bd vacutainer® luer-lok¿ access device holder with pre-attached multiple sample adapter after blood collection.

Manufacturer narrative:
Date received by manufacturer is corrected to 11/01/2016.